Event description:
A mobile cardiac telemetry device reported 15 hours of additional data after it was disconnected, turned off and the battery removed. I started monitoring at 2 pm, (B)(6) 2016 and finished about 7:30 pm the next day, (B)(6) 2016 for a total of just over 29 hours. The official 40 page study report states that I had a total of 16552 pvcs which may be a serious medical problem. The report further states that the recording time was 48 hours and that the total time analyzed was 44 hours. In fact, specific patient data is reported for 15 hours after the device was completely disabled, electrodes removed, sensor turned off and batteries removed, and the associated smart phone turned off. This calls into question the entire study and whether another patient's data was totally or partially reported. Of note, approximately 25 hours after the study terminated, saturday at 8:30 pm ((B)(6) 2016), I received a call from the monitoring company which requested I turn the smart phone back on, so that additional data could be retrieved, some problem had occurred during the 29 hours the device was connected. The company refuses to talk with me ((B)(6)) or my physician to explain this serious discrepancy. It appears that I may require another holter monitor to resolve this disturbing issue.